Event description:
It was reported that the ventricular lead exhibited greater than 1990 ohms impedance and loss of capture at maximum output. It was noted that the patient was not pacemaker dependent, and had been lost to follow-up. The patient would be monitored.

Manufacturer narrative:
Na